Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr), enlarged atria and ventricles, and cor pulmonale for a mitraclip procedure. It was noted that imaging was challenging due to the patient's anatomy, which resulted in the mitraclip xtw becoming entangled in the chordae. Troubleshooting was performed for 30 minutes, but the clip was unable to be removed from the chordae. The clip was deployed where it was stuck, and only in the chordae without the leaflets. There was no harm to the patient. A second clip was implanted and the mr was reduced to grade 2. There was no clinically significant delay and no adverse patient effect.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported entrapment of device (clip becoming caught in anatomy) was reportedly due to challenging imaging from the patient's anatomy, which resulted in the clip becoming entangled in the chordae. Image resolution poor was related to patient and procedural conditions as imaging was reported to be challenging due to patient anatomy. Foreign body in patient appears to be due to the procedural circumstances associated with the clip becoming caught with the anatomy (entrapment of device) and the clip being deployed only in the chordae. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.